Manufacturer narrative:
H3: analysis for product ID nim4cpb1 found that there were loose pins in afe board. H6: codes are updated. Previously submitted fdc d16, fdr c20, fdm b17 are no more applicable. The codes fdc d02, fdr c07 and fdm b01 are applicable for product ID nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy procedure for a patient with a medical history of thyroid carcinoma, there was a 15-minute delay due to a negative response from the nim vital console at 1.0 and 1.5 ma stimulation, despite the surgeon's confidence in visualizing the vagus nerve. The device had contact with the patient, and troubleshooting steps were performed, including checking the electrode connections, probe connection to the patient interface, and the position of the trivantage tube; however, the issue persisted. A backup nim 3.0 console was then utilized, and positive nerve response was observed at 1.0 ma stimulation on the same anatomical structure without modifying other factors. Threshold that the vital and the nim 3.0 were set was 100. The procedure was completed using the backup product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h4: manufacturing date for product ID: nim4cpb1 is 2023-08-07 additional code img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.